Event description:
The customer reported non-reproducible false positive troponin I (accutni) result for one patient involving access 2 immunoassay system. Subsequent testing of a newly drawn sample produced a result within the normal reference interval. The customer performed quality control (qc) shortly after and produced results of 0.17 ng/ml for level 1 and 8.92 ng/ml for level 2. The customer retested two other samples after the original samples produced different results and noted one of the samples recovered a value of 0.10 ng/ml and retested at 0.11 ng/ml. The initial false positive result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and replaced the vacuum pump due to not holding vacuum and aligned the main pipettor. The fse performed a system check and high sensitivity system check; system checks showed all parameters passing within specifications. The unit conformed to the manufacturer's published performance specifications. Eval code: pipettor. System check completed on (B)(4) 2012 was within specifications. The customer's calibration was completed and recovered within 5% of edms in-house data. Patient samples were collected utilizing lithium heparin tubes. The customer centrifuged samples in the primary tube for ten minutes at 3,010 rpm (revolutions per minute). The customer indicated the sample appeared normal. Quality control (qc) data passed within the customer's established limits prior to and after the event.